Event description:
Covidien received information stating that while in use on a patient an 840 ventilator demonstrated a deviation of the measured o2 value from the set value. Due to the alleged malfunction, the patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and was not able to duplicate the alleged malfunction. The ventilator passed all testing and is now back in patient use.

Manufacturer narrative:
(B)(4).